Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of exposure is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was exposure, anxiety-product/procedure, and pain. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient's representative reported log ¿the implants have caused pain, and the implant on the left-hand side has emerged from tissue cover. As the allergan implants are causing symptoms ¿, [patient name] wishes to have the implants removed.¿ the implants remain implanted. This record refers to the left side.